Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that subsequent interrogations were normal. The patient is enrolled in world-wide randomized antibiotic envelope infection prevention trial (wrap-it).

Manufacturer narrative:
Concomitant product: 694765 lead; 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that oversensing was noted on the ventricular lead. However, further evaluation showed no lead or lead insertion issues on x¿ray. Provocative moments also did not cause oversensing. It was later suspected that the implantable cardioverter defibrillator (ICD) device was oversensing electromagnetic interference (emi). Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.